Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultralink meter does not turn on. The patient's diabetes is managed with an insulin pump. The power issue began around (B)(6), 2010 at 2 pm. 6 hours later, the patient reportedly had symptoms described as "dry mouth and leg cramps." No other device was used on the day in question. The patient administered self treatment with novolin insulin (3-5 units in the morning, 3-5 units at lunch, and 10 units at dinner). According to the troubleshooting performed with customer service, the power issue was not resolved. This complaint is being reported as a malfunction due to the alleged power issue. However, there is no evidence that the patient suffered a serious injury due to the product issue. The patient's symptoms did not meet the criteria of a serious injury. In addition, there is no medical intervention that would suggest hypoglycemia or hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
This pacemaker was explanted due to failure to interrogate. It was reported that the patient was defibrillated with external pads.